Event description:
It was reported that this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise, likely related to air entrapment. The physician decided to deactivate therapy and three days later, therapy was reactivated for the patient. The patient remained hospitalized during this time. The s-ICD continues to remain in service. No adverse patient effects were reported.